Event description:
Treatment of an ophthalmic aneurysm. It was reported that the proximal end of the pipeline was not fully opened after deployment. Several attempts were made to retrieve the device with a snare but without success. The patient was placed on reopro and the vessel open, but the pipeline remains closed proximally. It was reported the patient is in rehab and starting to regain movement of her right arm.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).